Event description:
It was reported that the patient presented to the hospital with worsening heart failure. A chest x-ray confirmed that the leads were wound around each other and had dislodged. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.